Event description:
It was reported to philips that the system repeatedly crashed, which can indicate an issue with booting. No harm was reported to philips. Philips has started an investigation of this complaint.